Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt is reportedly experiencing an increase in seizure activity above previous efficacy with the vns therapy, but not above pre-vns baseline frequency. The pt had not suffered any recent injury or trauma that may have damaged the ncp system. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely aeffect device performance. The pt underwent ncp system replacement surgery, during which it is believed that both the pulse generator and the bipolar lead were replaced. Lead break or generator/lead connection problem is suspected.

Event description:
Product analysis summary: the lead (model 300-30) was returned and analyzed. The condition of the portion of the lead, in general, is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence of a proper connection with the generator. A lead break was found during analysis. The appearance of one wire of the broken coil is characteristic of a stress-induced fracture. Due to metal dissolution and surface contamination the fracture mechanism on the other coil wires cannot be ascertained. It is believed that stimulation was present (break occurred during implant duration) as evidenced by the presence of pitting or electro-plating conditions observed on the broken coils wires. The cause of the break was not ascertained. The reported high impedance was due to a lead break. The reported increased seizures were likely due to the pt not receiving vns therapy due to a lead break. The concomitant device (pulse generator) was also analyzed. The pulse generator met the manufacturer's final electrical test specificatons. No performance anaomalies were noted. There is no indication that the reported lead high impedance, or increased seizures is related to the pulse generator.